Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
Same case as: 2134265-2010-00081, 2134265-2010-00080, 2134265-2009-02549. It was further reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with stable angina. The greater than 90% stenosed lesion was located in the mid right coronary artery (rca). Beyond this lesion there was additional 40-50% stenosis. The circumflex artery contained a subtotal occlusion and the left anterior descending artery contained mild atherosclerosis. A 3.00x15mm quantum maverick balloon was advanced to the mid rca and was inflated to 8 atms for 30 seconds and 10 atms for 30 seconds to predilate the lesion. A 3.50x20mm taxus express2 drug eluting stent was advanced to the lesion and prior to inflation a dissection was noted that continued into the proximal rca. The stent was deployed at 9 atms for 30 seconds. A 3.50x12mm taxus express2 drug eluting stent was advanced to the proximal rca and deployed at 10 atms for 30 seconds and 10 atms for 30 seconds. It was noted that this stent did not cover the entire dissection, so a 3.50x8mm taxus express2 drug eluting stent was advanced to the ostium of the rca and deployed at 10 atms for 30 seconds and 7 atms for 9 seconds. No further pt injuries or complications occurred. Pt status is satisfactory. The pt was discharged on aspirin and plavix. From 2005 to 2008, the pt reported dizziness and mild shortness of breath at f/u appointments. The physician attributes the continuing symptoms to mild atherosclerosis of both internal carotids as well as copd, asthma and chr airway obstruction. At 17 months later, the pt presented with thrombosis and stenting of the rca was performed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with stable angina. The greater than 90% stenosed lesion was located in the mid right coronary artery (rca). Beyond this lesion there was additional 40-50% stenosis. The circumflex artery contained a subtotal occlusion and the left anterior descending artery contained mild atherosclerosis. A 3.00x15mm quantum maverick balloon was advanced to the mid rca and was inflated to 8 atms for 30 seconds and 10 atms for 30 seconds to predilate the lesion. A 3.50x20mm taxus express2 drug eluting stent was advanced to the lesion and prior to inflation a dissection was noted that continued into the proximal rca. The stent was deployed at 9 atms for 30 seconds. A 3.50x12mm taxus express2 drug eluting stent was advanced to the proximal rca and deployed at 10 atms for 30 seconds and 10 atms for 30 seconds. It was noted that this stent did not cover the entire dissection, so a 3.50x8mm taxus express2 drug eluting stent was advanced to the ostium of the rca and deployed at 10 atms for 30 seconds and 7 atms for 9 seconds. No further patient injuries or complications occurred. Patient's status is satisfactory. The patient was discharged on aspirin and plavix. From 2005 to 2008 the patient reported dizziness and mild shortness of breath at follow-up appointments. The physician attributes the continuing symptoms to mild atherosclerosis of both internal carotids as well as copd, asthma and chr airway obstruction. At 17 months later, the patient presented with thrombosis and stenting of the rca was performed. It was further reported that in (B) (6) 2006 the patient was scheduled for a cholecystectomy which the physician stated "caused an acute myocardial infarction." The patient presented with an acute myocardial infarction and chest pain. Thrombosis was found in the right coronary artery and the artery was stented with a 3.0x16mm taxus stent, a 3.0x24mm taxus stent and a second 3.0x16mm taxus stent. No further patient injuries or complications occurred. Patient's status is satisfactory.